Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure to treat a target lesion in the heavily calcified mid left anterior descending (lad) artery. Pre-dilatation was performed. The 2.5 x 23 mm xience alpine stent delivery system was advanced, with some difficulty, to the target lesion and the stent was noted to dislodge due to the calcification of the vessel. The stent delivery system was removed from the patient anatomy without difficulty, with the dislodged stent remaining in lad. An unspecified trek dilatation catheter was advanced to the dislodged stent and the balloon was slightly inflated, capturing the dislodged stent. The trek was removed from the anatomy, with the dislodged stent remaining on the balloon. A second non-abbott stent delivery system was used; however, the physician felt that the stent would also dislodge and removed it. The procedure ended with angioplasty only. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.